Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component code, clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical record that a 27mm 3300tfx aortic valve in aortic position was explanted after an implant duration of four (4) years, 1 month due to mssa endocarditis. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient was transferred to ICU in critical but stable condition. Per medical record, tte and tee revealed vegetation attached to the bioprosthesis as large and mobile. Intraoperatively, aortic valve leaflets noted to be infected with mobile vegetation. Tiny abscess cavity noted on the non-coronary annulus and was drained. 27mm 3300tfx was excised, annulus debrided, and 25mm 11500a valve was seated. Patient was discharged on 6-week course of IV antibiotics and sent to acute rehab on pod# 36.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve in aortic position was explanted after an implant duration of four (4) years, 1 month due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.